Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2015 with the following findings: unable to duplicate the complaint. The black ox shows a loss or prime on (B)(6) 2015 20:02; deliveries resumed at 21:02. A por was then recorded; deliveries never resumed. Pump successfully completed 24hr duration testing with no alarms or power on resets. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unrelated to the complaint, the battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the pump is not delivering accurately and the insulin on board (iob) is not showing up. Troubleshooting twice for iob revealed no issue. At time of call: current iob 1.00u (from air bolus), bg target 120=/-10. Bg entered for testing 200mg/dl. Pump calculated 2.66u - 1.00u iob and recommended 1.65u dose. Over the past 3 days, blood glucose (bg) has ranged from 200-598mg/dl, with chest pain and shortness of breath at highest bg level. Patient is unable to test for ketones. Patient has lost confidence in the pump and discontinued use. This complaint is being reported due to the allegation that an inaccurate delivery issue resulted in the patient experiencing hyperglycemia.